Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. A 2.25 x 12 synergy drug-eluting stent was advanced but failed to cross the lesion. Plain old balloon angioplasty was performed several times with a non compliant balloon catheter but the device still failed to cross the lesion. A non-bsc guide extension catheter was used to deliver the device but it still failed to cross the lesion. After several attempts, the device was removed from the patient's body and the distal part of the stent was found to be lifted up. The procedure was completed with a different device. No patient complications were reported.